Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right atrial (ra) lead was explanted due to a lead dislodgement. The atrial lead was replaced because it was cut by the implanter when dissecting down to the device. Also the right ventricular (rv) lead had dislodged. Both leads were extracted and new leads were implanted. No additional adverse patient effects were reported.